Manufacturer narrative:
This is related to MDR number 3011632150-2023-00147. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention, leg/pain/claudication, swelling/oedema (as ischemia) are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
This is related to MDR number 3011632150-2023-00147. The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2021, the patient was implanted with two biomimics 3d (bm3d) stents. A 5.0 x 125 mm bm3d stent (the subject of this report) and a 6.0 x 60 mm bm3d stent. They were used to treat a denovo lesion in the superficial femoral artery (sfa) middle third to sfa distal third artery in the left leg. A contralateral approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was post-dilated with pta. On the (B)(6) 2023, an event of restenosis of treated segment (target lesion) was identified. It was site reported as possibly related to the device and not related to the procedure. It was target lesion related. The patient attended the office on (B)(6) 2023 complaining of significant swelling and pain in her left leg (target leg). She had a left leg extremity (lle) angiogram on 19-jul-23 which showed that the entire sfa that had previously been stented had significant stenosis throughout the entire region. The proximal popliteal segment also showed some evidence of the disease in the native segment but beyond this, the popliteal artery appeared otherwise normal. The common femoral artery also showed moderate stenosis and the distal common femoral artery, the entire stented region of the sfa and the proximal popliteal artery were treated with pta / standard balloon angioplasty. Completion arteriography showed an excellent result with brisk flow through all the treated sections. It was reported as a target lesion/vessel revascularisation (tlr/tvr). The patient outcome was reported as resolved/recovered and the devices remain implanted.

Manufacturer narrative:
This is related to MDR number 3011632150-2023-00147. There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention, leg/pain/claudication, swelling/oedema (as ischemia) are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted. Section b.5. Was updated with additional information, sections g.6. And h.2. Were updated to reflect the type of report (follow-up 01) and reason and section h.11. Was updated to reflect the sections of the report that have changed.

Event description:
This is related to MDR number 3011632150-2023-00147. The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2021, the patient was implanted with two biomimics 3d (bm3d) stents. A 5.0 x 125 mm bm3d stent (the subject of this report) and a 6.0 x 60 mm bm3d stent. They were used to treat a denovo lesion in the superficial femoral artery (sfa) middle third to sfa distal third artery in the left leg. A contralateral approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was post-dilated with pta. On the (B)(6) 2023, an event of restenosis of treated segment (target lesion) was identified. It was site reported as possibly related to the device and not related to the procedure. It was target lesion related. The patient attended the office on (B)(6) 2023 complaining of significant swelling and pain in her left leg (target leg). She had a left lower extremity (lle) angiogram on (B)(6) 2023 which showed that the entire sfa that had previously been stented had significant stenosis throughout the entire region. The proximal popliteal segment also showed some evidence of the disease in the native segment but beyond this, the popliteal artery appeared otherwise normal. The common femoral artery also showed moderate stenosis and the distal common femoral artery, the entire stented region of the sfa and the proximal popliteal artery were treated with pta / standard balloon angioplasty. Completion arteriography showed an excellent result with brisk flow through all the treated sections. It was reported as a target lesion/vessel revascularisation (tlr/tvr). The patient outcome was reported as resolved/recovered and the devices remain implanted. Additional information reviewed by veryan on 13-may-24 included the clinical events committee (cec) adjudication of this event which determined that this was not related to the devices implanted. This event was the third such event of restenosis in the treated segment that required a tlr. As the segment had already been repeatedly manipulated as part of previous target lesion revascularisation (tlr) interventions, the relationship was most likely due to progression of the disease. The two previous restenosis events were reported as MDR reports 3011632150-2023-00017 and 3011632150-2023-00018 and MDR reports 3011632150-2023-00002 and 3011632150-2023-00003.